Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the setting not available message was seen on the controller. The patient stated that when they tried to increase stimulation they would see this message. The patient stated that they spoke with a manufacturer representative (rep) this morning and they recommended that the patient call patient services. The patient mentioned that they had tried different groups and that did not resolve the issue. It was reviewed to consider reducing the intensity down to zero on the active group and then increase the intensity. The patient tried this, but it did not resolve their issue. The patient was redirected to follow-up with their healthcare provider (hcp) to have a rep check their programming. No symptoms were reported. The event occurred in (B)(6) 2019. Additional information was received from the rep on 2019-12-03, reporting that one week ago the patient started received the ¿cannot reach desired intensity settings¿ error message on their controller while they were trying to increase stimulation. They notified a rep and scheduled to meet with a rep today ((B)(6) 2019). It was reported that upon an impedance check, electrode 12 showed ¿avoid.¿ the rep reprogrammed so that this contact was no longer in use and they were able to capture all areas of pain still. The issue was resolved at the time of the report. No further complications were reported/anticipated.